Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black and the station was showing an offline status in remote smart service. The user had rebooted the station, including performing a hard reboot; however, the issue continued to persist. The field service engineer (fse) troubleshot the device to identify the drawer preventing the system from powering on. It was determined that auxiliary drawer 1.2 had a failed half-height card, which was preventing the device from starting. The half-height card for drawer 1.2 was removed and replaced, after which the device was reassembled, rebooted, and tested. The system was confirmed to be working properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station displayed a black screen and appeared offline in remote support service (rss). The customer performed both a standard reboot and a hard reboot; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.